Manufacturer narrative:
Images: review of the medical records and images by agas medical consultant resulted in the following findings: this adult patient underwent asd repair and the static diameter of the defect was confirmed at 18mm. Balloon sizing was performed and the diameter was 24 mm. The physician chose a 20mm device. Although the device appeared stable after deployment, it embolized overnight and was retrieved percutaneously. No information as to the site of embolization or whether another device was attempted was provided. Two still images were provided and were obtained at about 5 degrees and show the aorta in a short axis view. Static measurement of the defect was seen on the top right hand corner of the images and measured 18mm. The images, essentially a copy of each other, illustrated an asd that had no aortic rim, at least in the angle they were obtained, especially the posterior rim which appeared very thin and without much support to it. It is unclear why a 20mm device was chosen when balloon sizing revealed a diameter of 24mm although no images were provided to corroborate this finding. Based upon the still images, the consistency of the posterior rim and the absence of an aortic rim, a 20mm device was too small for this defect and a 22 to 24mm aso may have been more appropriate. Images illustrating the balloon sizing were needed to determine which size would have been most appropriate. Analysis: aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: according to agas medical consultant, the following conclusions were drawn: the two, still images provided limited information and were essentially the same. The cause of device embolization was device under-sizing. This is based upon the images provided that showed a moderate-sized asd with a thin posterior rim and no aortic rim. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.

Event description:
According to the initial information received, a 20mm amplatzer septal occluder (aso) was implanted in a (B)(6) year-old, male patient after his defect was sized using a 24mm sizing balloon, an echocardiogram and fluoroscopy. Following implant, the aso appeared stable. The next day a routine echocardiogram was performed revealing the aso had migrated. The aso was percutaneously retrieved. Aga requested further information regarding this case and the device is expected to be returned for analysis. When additional information becomes known, an updated report will be submitted.